Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter name and address: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic broke during implantation. The iol was fully inserted into the patient's left eye when issue occurred. Iol was removed and replaced with new lens. It was indicated that the device is not returning for evaluation. No further information available.